Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is experiencing an recharge burden. The scs ipg is still operable and provides 24 hours of therapy between charging.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention wherein the scs ipg may be replaced.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.